Event description:
A malfunction alarm with code malf 12 was reported, occurring at least three times with the same pump, although no notable events led to the malfunction. There was no impact on the customer's blood glucose level. The customer continued to use current pump for insulin therapy.